Event description:
Patient had a non-st-elevation myocardial infarction (nstemi) during flexible bronchoscopy and CT-guided biopsies. During the procedure, the patient developed a bradycardic arrhythmia and low blood pressure. Patient was given multiple medications to stabilize him and a 12 lead EKG. After looking at the EKG, they called a code stemi and catheterization lab and cardiology got involved. After the catheterization, it was noted there was complete obstruction of the right coronary artery. Testing showed he may have suffered an air embolus. Patient had multiple ventricular fibrillation arrests while in catheterization lab. A heart pump was placed and patient in the intensive care unit (ICU). Patient did pass away the following day. Unsure if ion robot played a part in the event.